Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect results for multiple chemistries generated on unicel dxc 800 pro synchron clinical system. The erroneous results were reported out of the laboratory. The customer contacted the hospital staff, but the staff was not sure yet if the patients were treated based on the erroneous results.

Manufacturer narrative:
The customer observed "cuvette not dry before first dispense" errors. The customer washed all the cuvettes and checked the syringes for tightness. The customer was advised to check harnesses, syringes, and cuvette wiper. As of 09/15/2010, the customer has not called back for this issue. Upon recur, the hardware failure can impact any cartridge chemistry results and could cause or contribute to serious injury.